Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, power on self test and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f94 alarm was identified during power on self test and a review of the alarm logs. The cause of the condition was damaged battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump presented an f-94 alarm (configuration option settings checksum is not 0). There was no patient involvement. No additional information is available.